Event description:
It was reported that the caller experienced a malfunction on their pump. The issue caused the customer's blood glucose level to exceed 500 mg/dl, with the specific value displayed as "high." To address the high blood glucose, the customer administered a correction injection via multiple daily injections (mdi). Technical support assisted the caller with resetting the pump malfunction code, after which the problem did not recur. The customer was advised to continue using the pump and to contact technical support if the malfunction reappeared.